Event description:
It has been reported to philips that the system switched itself off. There was no report of harm. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the event occurred before the patient procedure had begun. The procedure was postponed. A philips service engineer inspected the system onsite and confirmed the reported issue. Investigation revealed that the suite pc was did not turning on and did not have the correct ip address. Event log files were analyzed but could not confirm a sudden loss of power of the system. The system was most likely turned off by the user. The philips service engineer replaced the suite pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.